Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of blood in helium pathway is confirmed. Two punctures to the bladder, consistent with contact from the broken fiber were found near the distal tip of the iab which allowed blood to enter the helium pathway. The root cause of the broken fiber is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. A nonconformance has been initiated to further investigate the root cause.

Event description:
It was reported that the pump alarmed for "helium leak". The perfusionist noted blood in the helium line and clamped the line. Blood did not enter the pump. The surgeon successfully placed a new intra-aortic balloon. Patient outcome: fine and still under observation. There was no reported death or complications to the patient. No injury reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump alarmed for "helium leak". The perfusionist noted blood in the helium line and clamped the line. Blood did not enter the pump. The surgeon successfully placed a new intra-aortic balloon. Patient outcome: fine and still under observation. There was no reported death or complications to the patient. No injury reported.